Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure of the printed circuit (cm) board was identified as the likely cause of phenomenon 1 "color bar, no image". Additionally, the failure of the scope socket was confirmed as the likely cause of phenomenon 2 "no image when the connector is moved". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. However, the second allegation of displaying the color bar could not be confirmed. The device evaluation found there was no image due to a faulty main board and there was no image when shaking the connector due to faulty scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the visera elite video system center had image abnormalities, displayed the color bar, and had no endoscopic image. The issue was found at preparation for use during a diagnostic laryngoscopy. The procedure was successfully completed using a similar device. The patient was not under anesthesia, there was no delay or reports of patient harm.